Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the injector overrode a 12.6mm micl12.6 implantable collamer lens, -5.5 diopter and it tore. This occurred on (B)(6) 2021 there was no patient contact with the lens and a backup lens was implanted.

Manufacturer narrative:
(B)(4).